Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg), atrial output encoder was hard to turn, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.